Event description:
User received false result for b-hcg for one patient sample. Initial result was 75000 ui per ml, second result was 325 ui per ml, third repeat of the sample gave 77000 ui per ml. No information was provided to determine if erroneous results was reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.